Event description:
State medical examiner called to report the death, caller had the insulin pump. Customer was found unresponsive at a drug rehabilitation facility. The paramedics were called and they tried to resuscitate the customer on the way to the hospital. Customer was pronounced dead upon arrival at the hospital. Caller stated that customer had history of suicide and wanted to confirm the amount of insulin bolused. The last blood glucose recorded is 204 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.